Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2014. Reportedly, the aiming beam was checked prior to use and was visible. There was no difficulty connecting the laser fiber to the laser unit. According to the complainant, during preparation, the laser fiber would not fire laser energy when attached to the holmium thunderbolt lumenis laser unit. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip appeared unused. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. There was no visible aiming beam exiting at the distal end of the device indicating that the fiber was broken within the connector. The event description and condition of the returned device indicate that damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.